Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected to the device at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. The technical service representative assisted the caregiver with clearing the alarm. The caregiver was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.